Event description:
Additional information received reported that the magnetic resonance imaging scan was done because the patient got ¿questionable infection, discitis and osteomyelitis.¿ the patient had been diagnosed with ¿squamous cell¿ just recently.

Event description:
It was reported that the patient was undergoing MRI of the whole spine and sacrum to rule out infection and metastases (unspecified). Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: per healthcare provider a CT scan was done on (B)(6) 2012 and was unrelated to pump. Drugs delivered via the device were other pain meds.

Manufacturer narrative:
Implanted: 2004-(B)(6), (B)(4).